Manufacturer narrative:
Device received with operating currents within spec. Device passed self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device passed delivery accuracy test. No under delivery anomalies noted. Device received with minor scratches on case, cracked reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 559 mg/dl. The customer¿s blood glucose level was 578 mg/dl at the time of incident and current blood glucose level was 462 mg/dl. The customer was treated with manual injection. The customer was not wearing the insulin pump during the hospitalization. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.